Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 260.4130. There was no patient involvement.

Event description:
It was reported, that the device received an alarm error code message. The error code displayed was 260.4130. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine, the customer reported issue of npi 8100 error 260.4130. Technical support: 1. Replace logic board. 2. Return the module to the factory. Recommended to replace logic board. Based on the troubleshooting results, technical support determined, the proximate cause of the customer¿s reported issue. Device history review: a review of the device history record for sn#: (B)(6) was performed, from date of manufacture 10/08/2018 to the present date 01/16/2021. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device.